Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on an mpu and lost external power. The pump was not stopped and the backup battery took over. The patient was switched to battery power and problem was resolved. The mpu was restarted when plugged into another wall plug at patient's home. The patient did not have any alarms for the low flow event. Additional information received on 19feb2020 indicated that the patient had no external power alarms while connected to the mpu.

Manufacturer narrative:
H4: additional information. Manufacturer's investigation conclusion: the event, of loss of external power alarm, was confirmed in the submitted log file but the returned mpu operated properly when checked. The customer submitted a heartmate ii system controller log file noting loss of external power events. Technical service reviewed the log file and confirmed a loss of external power event. The customer replaced the patient¿s mpu. The returned mpu was evaluated by technical service and no operational issues were found. The reason for the loss of external power was not determined based on the evaluation of the returned mpu, the submitted log file and event information reported. No further information was provided. The manufacturer is closing the file on this event.